Event description:
It was reported that a patient experienced a hernia coincident with peritoneal dialysis therapy. The hernia was manifested by cramping. The cause of the hernia was unknown. It was not reported if the patient was hospitalized. Treatment details were not reported. Dianeal and extraneal therapies remained ongoing. Recovery status was not reported. No additional information is available.

Manufacturer narrative:
(B)(4). The device was not returned for evaluation; however, the serial number of the device was identified. A service history review revealed no indication that the parts replaced during servicing caused or contributed to the reported event. The device was not received for evaluation; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). Should additional relevant information become available, a supplemental report will be submitted.